Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Two clips were implanted reducing the mr to a grade of 3-4. However it was noted that the second clip used in the procedure may have perforated the posterior leaflet. There was no other treatment provided and the steerable guide catheter (sgc) was removed from the patient. There was an atrial septal defect (asd) and the decision was made to immediately close it with an occluder. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.